Manufacturer narrative:
The investigation determined that higher than expected vitros ipth quality control results were obtained while using the vitros 5600 integrated system. A non-optimal calibration curve was in use at the time of this event, and the customer recalibrated vitros ipth to return the instrument to expected operation. Following this activity, acceptable vitros ipth performance was observed. The root cause of this event is instrument related.

Event description:
A customer observed higher than expected vitros ipth quality control results while using the vitros 5600 integrated system. A result of 111.0 pg/ml was obtained from the vitros ipth level 2 control fluid versus the expected value of 82.0 pg/ml. A result of 590.8 pg/ml was obtained from the vitros ipth level 3 control fluid versus the expected value of 441.2 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer did not indicate if any higher than expected vitros ipth patient results were observed. There was no report of patient harm as a result of this event. (B)(4).